Event description:
It was reported that the patient had his previous inflatable penile prosthesis (ipp) removed due to the device was not working, air was observed in the system. A new ipp was implanted. No patient complications were reported in relation to this event.